Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got disconnected at the tubing connector. Reportedly, the patient's blood glucose level was normal and did not require any medical treatment. No further information available.